Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument issue. The cause of the discordant, falsely elevated om-ma result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated om-ma (cancer antigen 125) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated multiple times on the same instrument, resulting lower. One of the repeat results was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated om-ma result.

Manufacturer narrative:
The initial MDR 2247117-2016-00072 was filed on november 4, 2016. Additional information (11/08/2016): a siemens customer service engineer (cse) visited the customer site to follow the siemens headquarters support center specialist's recommendations. The cse verified the functioning of the centrifuge and probe alignment in the dilution well. The cse did not find any instrument malfunction. Quality controls were run, which were acceptable. The cause of the discordant, falsely elevated om-ma result on one patient sample is unknown.